Manufacturer narrative:
(B)(4). Date sent: 9/6/2023. D4: batch # unk. Additional information was requested and the following was obtained: "regional sales shared that the surgeons are experienced with these devices. The account stated that before the backorder of the er420s there were no issues. When new product was received, it was noticed that scissored clips became an issue. They stated that their technique has not changed and do not believe, for the er420s, that it is user error. It was stated that the scissored clips were visualized during the procedure and there were no adverse patient consequences."

Event description:
It was reported that during an unknown procedure the jaws were misaligned and the clips scissored. A new device was used to complete the case.

Manufacturer narrative:
(B)(4). Date sent: 7/18/2023. D4: batch # unk. Additional information was requested and the following was obtained: please provide more details: was there any bleeding? No . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/17/2023. D4: batch # a9cx9m. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the er420 device was returned without apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled, and it fed and formed 3 conforming clips as expected and 2 scissored clips. The jaws were examined for visual inspection and no anomalies were noted. In order to evaluate the condition of the internal components, the device was disassembled, and no anomalies could be observed. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no related nonconformances were identified.